Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the vh-3000 jaws did not align. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed that the cold jaw boot was peeling and detached at the middle, and the cold jaw was crooked. Based upon this, the reported failure "jaws did not align" was confirmed. Internal file number - (B)(4).